Event description:
It was reported that during an implant procedure, there was a dura tear and leak. The patient was given an unknown medical intervention for aural tear. Intervention included bone wax placement as the dura was completely attached and patient had virtually no epidural space. A drain was then placed on top of the bone wax. No device had been opened at the time of incident and the case was aborted.